Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s).the sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after the patient sample was run, there were no additional discordant results. Ccc instructed the customer to run quality controls, which resulted within range. The customer also adjusted the pump rate. The cause of the discordant sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.